Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for follow up after receiving alerts for hv lead impedance greater than upper limit and hv lead impedance less than lower limit. Programming changes were made; device remains implanted. Patient will continue to be monitored remotely.